Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site as the ipg was superficial to the skin . To address the issue patient underwent surgical intervention of revision on (B)(6) 2019, where the pocket was made deeper . Effective therapy restored and also the pain at the ipg site was resolved in the follow up .